Event description:
While obtaining a red rubber catheter from, it was found that there was a "white residue" noted on 3 catheters. These catheters were removed from the bin and given to the material manager. There was no patient contact with any of these catheters. Lot numbers: ngeu3771, ngjt2540, nghx2731.